Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had low r waves and there was difficulty advancing the lead past the tight costoclavicular junction. The lead was removed. It was noted that the lead was punctured to advance a guidewire in order to avoid another stick to the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).